Event description:
The screen flashes and goes black in the middle of a PICC case.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility. During the evaluation, the reported issue of the touch screen is not responding was confirmed. The the screen flashes and goes black in the middle of a PICC case was not seen during servicing of the unit. However, when the logs were reviewed it showed the screen was freezing. The root cause of the issue is motherboard and touchscreen related to use of the device.

Event description:
The screen flashes and goes black in the middle of a PICC case.